Manufacturer narrative:
Tracking #.50703. H6; slightly bent knife. Endopath endoscopic linear cutter based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument was reportedly "misfiring" during surgery. The instrument was returned with a slight bend in the knife, but was otherwise in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated.

Event description:
It was reported the ez35b was used during an appendectomy. It was reported by the affiliate the device was misfiring. There was no consequence to the pt.